Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager indicated there was blood loss, but there was no reported serious injury. Although requested multiple times no additional information was provided.

Manufacturer narrative:
Correction: h.6.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager indicated there was blood loss, but there was no reported serious injury. Although requested multiple times no additional information was provided.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A clinic manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. The clinic manager indicated there was blood loss, but there was no reported serious injury. Although requested multiple times no additional information was provided.